Event description:
Device 2 of 2. Reference MFR report number:1627487-2013-05553. It was reported the patient has not maintained the ipg as recommended. It was also reported the patient had experienced stimulation in unintended areas. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is expected, but it has not been received for analysis yet. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the procedure, a presidio 10 cerecyte microcoil ((B)(4)) did not detach after it was placed in the aneurysm. The coil was successfully removed from the patient with no patient injury or stretch. The coil was still attached to the delivery system when it was removed from the patient. It was further explained that the green light at the bottom was off, even after the coil was connected with the cable. Additional information received indicated that a pre-deployment check was performed. Another detachment box and cable were used in an attempt to detach the coil; but it was found that the light did not illuminate again. All connections were checked and verified to be secured after the light did not illuminate and all connections appeared to fit properly without application of excessive force. It was reported that no other micrus coils were used with same cc and box after the event. The coil was not returned. Based on the report that the device was removed from the patient with the coil still attached to the delivery system, it can be concluded that the absence of the coil was due to post procedural handling. The device positioning unit (dpu) failed electrical testing. The detachment fiber received a partial melting of the detachment fiber occurring only on one side. The most likely root cause of the dpu passing the pre-deployment electrical testing and the detachment fiber failure to completely melt was due to a fracture of the solder joint connection inside the resistive heating coil section. The unintended detachment may have occurred when the partially melted detachment fiber formed a hook and temporarily captured the coil before releasing it during post-procedural handling. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system, the coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. With review of the available information and analysis of the returned device no root cause conclusion can be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, a presidio 10 cerecyte microcoil (pc410041230/lot# c12268) was not detached. It was further explained as the green light at the bottom was off even after the coil was connected with the cable. Additional information received indicated that a predeployment check was performed. It is confirmed that the coil was not able to be detached after it was placed in the aneurysm. So, the same coil was tested with another detachment box and cable after the event, but they found that the light did not illuminate again. All connections were being checked and verified to be secured after light did not illuminate. Moreover, all connections were appeared to fit properly without application of excessive force. It is unknown if they used same connecting cable or box after the event, but it was reported that no other micrus coils were used with same cc and box after the event. The coil was successfully removed from the patient with no patient injury or stretch. The coil was still attached to the delivery system when it was removed from the patient.